Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that a high pressure increase appeared when starting bypass. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the patient had an aortic dissection. The pressure increased suddenly, during the first minute when the bypass began the pressure was more than 700mmhg. The arterial pump stopped after 40% flow. The priming components were 1000ml sterofundin, 230ml of osmofundin, 2.4 ml of heparin and no other drugs. The customer stated that they begin the bypass every time with an act value more then 480 seconds. This case started with 585 seconds. The temperature pre and post oxygenator were 37 degrees celsius. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.